Event description:
The pt said the suspect device has been reading their blood glucose levels high, such as 500, 419 and 320mg/dl. Pt adjusts their insulin dosage based upon the suspect device results. Pt said they went to the hospital due to the readings and was plaved on an IV and given insulin. The hospital performed a lab test and the result was 202mg/dl was compared to a value of 406mg/dl on the suspect device. Eight hours later another lab test was run and the blood glucose value was 140mg/dl compared to 350mg/dl on the suspect device.